Manufacturer narrative:
Reference MDR 2084725-2008-00647.

Event description:
The customer alleged that when 4 scope washers were being purged, the fumes coming from the unit cause reactions for herself and one other employee. The customer reported to have experienced watering and burning of eyes, hoarseness, shortness of breath and a headache. When she left the room, all symptoms went away except for the headache. She saw a physician and was prescribed tylenol for the headache. Asp customer care reviewed first aid information from msds with customer. The customer had a copy of msds.